Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation overheating and burning plastic smell. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre and observed the overheating. The customer complaint was reproduced. There was no error has been identified. The device was scrapped.

Manufacturer narrative:
The manufacturer received information in reference to a ds2adv auto CPAP with an allegation of device overheating, burning plastic smell and hot to the touch. There was no report of serious injury or harm. There was no medical intervention specified. The device was returned to the third-party service center and customer complaint was not reproduced. Additionally, the device was scrapped. This notification was reviewed for information received that a patient alleged of device overheating, burning plastic smell and hot to the touch. No death. No serious harm or injury was reported. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation. The device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.